Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to leak. The set was tested underwater at 8 psi with leak noted from cut approximately 1 5/8' from sleeve in closed position. The complaint was confirmed in the lab for a hole and leak. The sample evaluation did not identify a root cause. A batch review was not possible since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that a leakage was noted from a scar on the transfer set tubing. The set had been used for 40 days. Nothing sharp was used. The tubing was not pinched by the cleanflash. There was no patient injury or medical intervention.